Manufacturer narrative:
Device evaluation: evaluation of (B)(4) confirmed the report of suspected pump thrombosis. Examination of the proximal side of the outlet stator revealed small, white, tissue-like depositions adjacent to the outlet bearing ball. The depositions lacked lamination, lacked denaturing, and were not adhered to the bearing ball or stator blades. No contact marks were noted on the outlet portion of the rotor; a duration in which they were present in the pump cannot be determined. The depositions did not appear to have originated in this location; however, their specific origin cannot be determined. Although the presence of disposition in the pump was confirmed, a direct correlation between the observed depositions and the reported elevated ldh and power elevations cannot be conclusively determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference medwatch #'s 2916596-2015-01391 and 2916596-2015-00493 for the previous pump exchanges. (B)(4). Approximate age of device ¿ 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient has had multiple pump exchanges due to pump thrombosis. The patient presented with signs and symptoms suggestive of pump thrombosis and was started on intravenous heparin. It was reported that the patient had dyspnea on exertion which had worsened in the last month, an elevated lactate dehydrogenase (ldh), a mildly elevated plasma free hemoglobin and power spikes. The patient's ldh was 584 u/l on (B)(6) 2016, which was elevated from 442 u/l taken on (B)(6) 2015. A 2d echo performed on (B)(6) 2016 showed that the left ventricle size was at the upper limits of normal and systolic function was severely reduced. The estimated ejection fraction was in the range of 15 to 20 percent. It was reported that the patient had global hypokinesis. The left atrium was moderately dilated. The right ventricle cavity size was mildly dilated, wall thickness was normal and systolic function was low normal. No acute findings were found on a CT exam of the chest performed on (B)(6) 2016. The patient underwent a pump exchange to a different manufacturer's device on (B)(6) 2016. It was reported that the patient was on warfarin, persantine and brilinta.